Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: no product was returned. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed to confirm the reported problem. If the product is returned at a later date, the complaint will be reopened and an investigation will be completed. A DHR review was unable to be completed as no lot was provided.

Event description:
It was reported that during use of the device, the patient's nose appeared to be red or broken. It appeared that the device had pulled at skin and caused a sore. The device was removed and reinserted in the right nostril. The incident occurred on (B)(6) 2024, in the nicu. The operator of the device was a healthcare professional. There was patient involvement reported,

Manufacturer narrative:
E1 phone number: (B)(6). D4, h4: manufacture date are unknown, no product information has been provided. H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.